Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Visual examination confirms the ¿nose¿ (inserter interface) of the implant has been broken off. Microscopic examination of inserter interface posterior deformation of the implant inserter interface, consistent with excessive force. Examination of the fracture surface reveals a fairly brittle fracture surface, with rays emanating away from the area of crack propagation, and no indication of fatigue. The location and nature of the fracture, in addition to the implant nose damage, suggest brittle overload during insertion as the mechanism of failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product image review: submitted image appears to display a fractured crescent vertebral implant. This part is not approved for use in the united states; however a like device catalog # 9393007, 510k #k094025 and upn # (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event.

Event description:
It was reported that the patient underwent open transforaminal lumbar inter-body fusion at level l3-4 and l4-5 due to failed back syndrome. Intra operatively, peek implant broke when it was being implanted. Product came in contact with the patient. No fragments of the implant remained in the patient. No patient complications were reported.